Event description:
Customer reported the machine was pulling too much fluid. From 8:00 - 9:00 a.m.. The machine was set to pull 426 ml during this time period, but pulled 721 ml as recorded by the machine for pt fluid removal. From 9:00 - 10:00 a.m. The machine was set to pull 152 ml during this time period, but pulled 293 ml.